Manufacturer narrative:
The stent delivery system was not returned for analysis. A cause for the reported instent restenosis could not be determined based on the event description. The lot number was not provided, therefore, a review of the device lot history record could not be performed.

Event description:
Symptoms/ae: intervention - instent restenosis. Time of symptoms/ae: post procedure. Device malfunction: none. It was reported that a previously implanted xceed stent had restenosed in the heavily calcified superficial femoral artery. The date the xceed was implanted is unk. A fox cross balloon catheter was used to dilatate the restenosed xceed stent. There was no adverse pt sequela. Though requested, additional info was not provided.